Event description:
The customer reported that the system will not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the interconnect pin pushed back into the lemo connector. He repaired the pin. The system is now functioning as intended.